Event description:
This is a report by a physician from (B)(6), of catheter contamination/break in aseptic technique/ accidental touch and bacterial peritonitis coincident with peritoneal therapy. In (B)(6) 2009, the patient began therapy intraperitoneally (ip) for automated peritoneal dialysis (apd). Peritoneal dialysis therapy was ongoing. It was not confirmed if the patient's pd therapy occurred while using the baxter products. The physician stated that on (B)(6) 2012, the patient had cloudy effluent due to a catheter contamination which occurred due to the patient's accidental touch. The patient was not hospitalized due to the events. On an unreported date, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotics. On an unreported date, the patient received vancomycin 1g (every 3 on 3 days, ip) and ceftazidime (1g every day, ip), no additional treatment was ongoing. The peritonitis is currently listed as resolving. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.